Event description:
A customer reported a malfunction on their insulin pump, with no notable events occurring prior to the malfunction. Despite the malfunction, there was no adverse impact on the customer's blood glucose level. The customer had experienced this issue at least three times before, but had not reported or reset the pump for this malfunction within the last 24 hours. In response, tandem technical support decided to replace the pump, ensuring that the customer continues using their current pump as a backup therapy. Instructions were provided for using and returning the malfunctioning pump. The customer was informed that they would receive a replacement pump with updated software and were advised on procedures for sensor usage.